Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report sumbitted should further information be provided.

Event description:
Boston scientific received information that approximately two years and three months later additional information was received from a field representative for this right ventricular (rv) lead. It was previously reported on a simple study form that this lead exhibited a high out of range pace impedance measurement on (B)(6) 2009. Back on (B)(6) 2009, an x-ray revealed that this right ventricular (rv) lead appeared to be tight and exhibited high thresholds. A revision procedure was performed in (B)(6) and the patient with this right ventricular (rv) lead, experienced a ventricular tachycardia (vt) episode that was successfully terminated with anti-tachycardia pacing (atp) from the pacing system analyzer (psa) . The lead was successfully repositioned. Four days post implant there was an acute drop in the daily lead measurements from 1452 to 771 ohms. The impedances then rose to 885 ohms. Additionally on day six post implant, a single high out of range right ventricular (rv) lead impedance measurement was taken. Throughout the life of the lead the impedance measurements remained between 842 and 1439 ohms these values are typical observation of a passive-fixation reliance df4 lead. After the revision procedure, a rv lead dislodgment was suspected due to the recorded high pace impedance measurements. It was suspected that the position of the lead's tip electrode was not sufficiently in close contact with the myocardial tissue. It was noted that during the time of implant this lead was not within close contact with the myocardial tissue. The lead's passive fixation tines re-fixated within the ventricular trabeculae, but in a different position. This dislodgement and re-fixation explanation was suspected to be the cause of the out-of-range value. At this time the lead remains in service. All other measurements remained within the recommended range. No adverse patient effects were reported.